Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint. Failure analysis found the primary finding of cut electrode dislodged to be related to the customer reported complaint. The instrument was found to have a dislodged cut electrode at the distal end. Root cause of this failure has not been established. Additional findings not reported by the site are: the instrument was found to have thermal damage on the cut electrode.

Event description:
It was reported that during a da vinci-assisted paraesophageal hernia repair surgical procedure, physical damage was noted on the synchroseal instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.